Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5100905. Investigation summary: no product or photo was returned by the customer. The customer complaint that the IV was leaking, and blood was backed up into the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20116728 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 23nov2020. The reported backflow defect was found during the production process of this batch, however three different check valve lots were used, so its unable to be determined if the defect was related to the quality notification for this batch. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood backed up in the as lvp 20d 2ss cv tubing while infusing cisplatin. Additionally, a small hole was found in the tubing when it began leaking after a new adapter was placed. The following information was provided by the initial reporter: "IV was leaking, blood was backed up into the tubing. Cisplatin stopped and taken to the pharmacy. A new adapter was placed on end of tubing. Cisplatin restarted and immediately when pump was restricted a small leak from a pinhole size hole in the tubing was discovered."